Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating: filter embedment, pulmonary embolism following placement of the filter, weakness, pain. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported weakness and pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: migration, tilt, hospitalization, faintness, increasing blood pressure, limited physical activity. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported hospitalization, faintness, increasing blood pressure, limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 14feb2022: patient allegedly received an implant on 23dec2011 due to deep vein thrombosis / pulmonary embolism/ extremity clot burden. Patient is alleging migration, tilt, embedded filter, and acute bilateral pulmonary emboli extending into upper lobes, right middle lobe and both lower lobes resulting in hospitalization. The patient further alleges "weakness, faintness, pain, increasing blood pressure, acute bilateral pulmonary emboli to upper lobes, right middle lobe and both lower lobes resulting in hospitalization, the filter is embedded, the ivc filter is tilted and migration of the ivc filter." Patient is limited and can no longer engage in "hiking long distances, playing racquetball, and playing softball." 1x pe after implant filter. Per CT report, "there appears to be slight proximal migration of the ivc filter with the foci overlying the inferior aspect of the right renal vein. The ivc filter is again tilted with the proximal hook towards the right side of the ivc." Additional information received on 15may2019: per CT report, "there are large bilateral pulmonary emboli evident extending into upper lobes, right middle lobe and both lower lobes." (B)(6) 2022. Additional information received on 23jun2017: per computed tomography (CT) report, "there is no pe. The lungs are clear." "Partially imaged ivc filter is noted.

Manufacturer narrative:
Manufacturers ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). F10) unknown if the following patient and device codes are listed in the IFU. Product information not provided. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 06/15/2017 as follows: the plaintiff allegedly received the filter implant via left femoral vein on (B)(6) 2011 due to bilateral dvt and bilateral pe following knee surgery. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred to date. The plaintiff alleges filter embedment, pulmonary embolism following placement of the filter, weakness, faintness, pain, and increasing blood pressure.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog is unknown but referred to as cook gunther tulip filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress .

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.